Manufacturer narrative:
Philips service replaced the dcps 24v/5v power supply, calibrated the system, and released it for use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that table and arch failed due to power supply issue on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.